Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo was selected for use. Upon preparation, a fracture was observed on the surface exposing the mesh and was not used in the patient. The device was then replaced with another unit and completed the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed multiple bends and kinks throughout the catheter length. The shaft showed stretching and fractures located 2.5cm and 55cm from the hub. The damage is consistent with stretching of the device due to the lack of hydration before removing it from the carrier tube. The stretching noticed is from the device sticking inside of the shipping tube when not completely hydrated. When tensile is applied to remove the device from the tube it stretches and could possibly fracture. This device was stretched and fractured. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was fractured. A 135/10 renegade hi-flo was selected for use. Upon preparation, a fracture was observed on the surface exposing the mesh and was not used in the patient. The device was then replaced with another unit and completed the procedure. There were no patient complications reported.